Event description:
It was stated that the insulin pump had a blank display. It was also stated that the insulin pump got wet. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor.